Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 117 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had increased spasticity. It was unknown if there were external factors that contributed to the issue. Catheter access port (cap) aspiration was positive, but the flow was slow and was not what they expected, so the catheter was explanted and replaced. The issue was resolved and the explanted catheter was discarded. The patient's weight was unknown and they had a medical history of hereditary spastic paraplegia. The patient was without injury at the time of the report. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated there was a catheter leak. The hcp did not state where or how he knew that when asked.